Manufacturer narrative:
This report is being supplemented to provide additional information based on the product return and evaluation of the related device, single use biopsy valve, under patient identifier (B)(6) and the legal manufacturer's final investigation. Since the suspect device was not returned to olympus for evaluation, the root cause of the event cannot be identified. However, from the investigation results of the related device under patient identifier (B)(6), it was confirmed that the slit part of the biopsy valve was broken. Therefore, it could be inferred that the rubber piece fell off as a result of overloading the rubber part as inserting and removing the endotherapy accessories at an angle to the biopsy valve. A piece of rubber from the suction valve may have fallen into the body during the procedure. The medwatch for the forceps plug is submitted under related patient identifier (B)(6). The repair history and device history record (DHR) cannot be confirmed because the lot number and manufacturing date of the product are unknown. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that after completing a bronchoalveolar lavage test (bal) using the evis lucera elite bronchovideoscope, a piece of rubber was found in the suction bottle. It was possible that the rubber piece came off, fell somewhere inside the patient's body and was suctioned out. In addition, during manual washing after the procedure, the suction could not be performed when trying to wash with suction. Therefore, it was suspected that the rubber on the single use suction valve came off and could not be sucked. No additional treatment was required, and the patient was not hospitalized. A pre-use inspection was completed without any issues noted. Currently, there was no problem with the patient's health nor was there any effect noted on the patient. The rubber pieces inside the bottle have already been collected. Additional information indicated that the facility does not believe there was an issue with the bronchovideoscope. This event is reported under the following related patient identifiers: (B)(6) - evis lucera elite bronchovideoscope, (B)(6) - single use suction valve. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. The customer indicated that the scope was cleaned, disinfected, and sterilized prior to sending it to olympus. The foreign material was suspected to be from the single use suction valve. There was no delay in initiating pre-cleaning. Water was aspirated though the instrument/suction channel. The instrument channel outlet was brushed with clean lint-free cloth, brush or sponge. The instrument channel, channel port, and suction cylinder were also brushed. There were no abnormalities noted in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.